Event description:
Info received indicates restricted flow through the unit was noted after the bag had filled at the start of the case. The product was changed-out of the circuit with no pt complication reported.